Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a etoposide/vincristine/doxorubicin infusion was programmed for 24 hours versus the actual infusion time of 26 hours. The pharmacist reported no patient harm and no medical intervention required.